Event description:
Updated Clinical Narrative:After 38 days of Impella 5.5 support the decision was made to withdrawal care and subsequently the patient expired. The duration of support exceeded the instructions for use (IFU) of 14 days. The death is conservatively being reported to the Impella 5.5; however, it is unlikely related and is most likely attributed to the patient¿s underlying critical condition as they presented in Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage E.

Event description:
AN IMPELLA 5.5 DEVICE WAS INSERTED VIA THE RIGHT AXILLARY ARTERY IN A 67-YEAR-OLD MALE PATIENT UNDERGOING CORONARY ARTERY BYPASS GRAFTING (CABG) WITH AN INDICATION OF POST-CARDIOTOMY CARDIOGENIC SHOCK/LOW CARDIAC OUTPUT SYNDROME (PCCS/LCOS). THE PATIENT¿S CLINICAL STATE PRIOR TO INITIATION OF SUPPORT WAS SOCIETY FOR CARDIOVASCULAR ANGIOGRAPHY AND INTERVENTIONS (SCAI) SHOCK STAGE E. THE PATIENT WAS ADDITIONALLY NOTED TO BE ON VASOPRESSORS AND INOTROPES FOR HEMODYNAMIC SUPPORT. ON DAY 22 OF SUPPORT, IT WAS REPORTED THAT BIVALIRUDIN WAS DISCONTINUED DUE TO BLEEDING. INFORMATION REGARDING THE LOCATION, SEVERITY, OR MANAGEMENT OF THE BLEEDING EVENT WAS NOT REPORTED. IT WAS UNKNOWN WHETHER THE PATIENT¿S ACTIVATED CLOTTING TIMES WERE BETWEEN 160 AND 180 SECONDS AROUND THE TIME OF THE EVENT. AFTER 25 DAYS OF SUPPORT, THE PATIENT SUFFERED AN EMBOLIC STROKE. THE IMPELLA 5.5 DEVICE WAS NOT REMOVED DUE TO THE EVENT, AND THE PATIENT REMAINS ON IMPELLA 5.5 SUPPORT BEYOND THE INDICATION OF 14 DAYS WITH NO ADDITIONAL ADVERSE EVENTS REPORTED. WHILE ON SUPPORT, THE IMPELLA 5.5 DEVICE WAS OPERATING AT PERFORMANCE LEVEL 5 WITH EXPECTED FLOWS OF 3.3 LITERS PER MINUTE. THE PURGE SOLUTION CONSISTED OF DEXTROSE 5% IN WATER WITH 25 MEQ/L SODIUM BICARBONATE. CEREBRAL VASCULAR ACCIDENT (STROKE) IS A KNOWN POTENTIAL ADVERSE EVENT AND MAY BE INFLUENCED BY INADEQUATE ANTICOAGULATION, INTERRUPTION OF ANTICOAGULATION THERAPY, PROLONGED SUPPORT DURATION, AND THE PATIENT¿S UNDERLYING CRITICAL CLINICAL CONDITION. THE PATIENT REMAINS ON IMPELLA 5.5 SUPPORT FOLLOWING THE EVENT WITH NO ADDITIONAL ADVERSE EVENTS REPORTED.

Manufacturer narrative:
THIS REPORT IS BEING SUBMITTED PURSUANT TO THE PROVISIONS OF 21 CFR, PART 803. THIS REPORT MAY BE BASED ON INFORMATION WHICH HAS NOT BEEN INVESTIGATED OR VERIFIED PRIOR TO THE REQUIRED REPORTING DATE. THIS REPORT DOES NOT REFLECT A CONCLUSION BY ABIOMED INC, OR ITS EMPLOYEES THAT THE REPORT CONSTITUTES AN ADMISSION THAT THE PRODUCT, ABIOMED INC, OR ITS EMPLOYEES CAUSED OR CONTRIBUTED TO THE POTENTIAL EVENT DESCRIBED IN THIS REPORT. IF INFORMATION IS OBTAINED THAT WAS NOT AVAILABLE FOR THE INITIAL REPORT, A FOLLOW-UP REPORT WILL BE FILED AS APPROPRIATE.

Manufacturer narrative:
D6b: Added explant date.B2: Added death and date of death. B5: Added updated clinical review. H1: Corrected to death.H6: Added F02.